Manufacturer narrative:
Initial reporter postal code: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient ((B)(6) kg) underwent a second atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis. During the ablation phase, 1.5 hours after the start of the procedure, when direct current cardioversion (dc) was performed after completion of pulmonary vein (pv) gap, roof, and bottom line, firings from non pv were confirmed, so non pv was mapped and ablated. Thereafter, ablation to mitral isthmus was performed (which ended as incomplete on the 1st session of afib), but preparation of block was not successful. Additional ablation of areas with electrical potentials was performed while ¿sandwiching mapping at pentaray¿. On the way, when pacing was performed to confirm the inducibility of tachycardia, tachycardia was induced. When the team tried to map the induced tachycardia with pentaray, the patient moved, and at that time, decreased blood pressure was noticed. As poor cardiac shadow movement was confirmed by fluoroscopy, echocardiography was performed. Cardiac tamponade was confirmed and pericardiocentesis was performed. Ablation was performed prior to cardiac tamponade and there was no evidence of steam pop. No error messages were observed on the biosense webster, inc. Equipment during the procedure. The physician commented that there were no problems with the product. The procedure was treated as usual, and there was no discomfort, contact force or sudden change in resistance during the procedure. The details of the cause are unknown. Some parts of the myocardium may have been fragile. Ablation settings and parameters were not reported. The physician¿s opinion regarding the cause of this adverse event is that this is patient condition related. The physician commented that some of the patient's myocardium may have been vulnerable. The outcome of the adverse event was reported as improved on follow up.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 4/6/2021. The device evaluation was completed on 4/15/2021. It was reported that a 51-year-old male patient (89kg) underwent a second atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis. During the ablation phase, 1.5 hours after the start of the procedure, when direct current cardioversion (dc) was performed after completion of pulmonary vein (pv) gap, roof, and bottom line, firings from non pv were confirmed, so non pv was mapped and ablated. Thereafter, ablation to mitral isthmus was performed (which ended as incomplete on the 1st session of afib), but preparation of block was not successful. Additional ablation of areas with electrical potentials was performed while ¿sandwiching mapping at pentaray¿. On the way, when pacing was performed to confirm the inducibility of tachycardia, tachycardia was induced. When the team tried to map the induced tachycardia with pentaray, the patient moved, and at that time, decreased blood pressure was noticed. As poor cardiac shadow movement was confirmed by fluoroscopy, echocardiography was performed. Cardiac tamponade was confirmed and pericardiocentesis was performed. Ablation was performed prior to cardiac tamponade and there was no evidence of steam pop. No error messages were observed on the biosense webster, inc. Equipment during the procedure. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf bidirectional. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device lot 30457666m number, and no internal action related to the complaint was found during the review. Based on the completed mre, the h4. Device manufacture date has been populated with 12/1/2020. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).